Manufacturer narrative:
The returned device was evaluated. Inspection found detached bending section. The probe units pink rubber was observed with scratch. Leak test was unable to be performed, evaluation of the service center noted that according to previous service order, large leak was found on this unit¿s biopsy channel , leak was not repaired during that time and unit was returned to customer unrepaired. Tear marks on biopsy channel was determined and peeling on light guide cover and forceps glue were observed. The "a-rubber" and "a-rubber" glue were found missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the scope failed leak test, getting bubbles inside the scope. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury was reported. Device evaluation found bending section was detached. This report is being submitted for bending section detached.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , from the manufacturing year of the subject device, it is possible that the peeling was due to aging deterioration. It was presumed that the phenomenon occurred due to external force was applied to the relevant part by strongly rubbing it during daily use over a long period of times including re-processing. In either case, it was surmised that the phenomena were due to handling. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Feedback to user : should any irregularity be observed at pre-use inspection, do not use the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response/updates. The following sections were updated: b5, e1, e2, e3, g3, g6, h2, h6 and h10.

Event description:
Customer response and updates on event/problem reported : further communication with the customer conveyed the following information: the issue occurred during an upper endoscopic ultrasound with fine needle aspiration procedure. Device was not replaced as it is not necessary. The intended procedure was completed, patient tolerated the procedure well and was subsequently discharged home. No further information provided.